Event description:
According to the available information, the device was explanted due to vaginal erosion, localized abscess and pain.

Manufacturer narrative:
As no item or lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.